Event description:
A bd smartsite extension set with 0.2 micron filter arrived with part of its tubing detached when it was sent from pharmacy with an infusion bag of nexviazyme. This defect was caught before it was attached to the patient or to the bag of drug. The tubing was detached at the filter on the side that connects to the primary tubing. Packaging was intact and did not look like the defect occurred after mishandling. Pharmacy was notified. Lot # (10)25095780, exp. 9/23/28. Product ref# 20027e. Pt code: 4582. Device codes: 2907, 2588. Ref report: mw5178726.